Event description:
Customer reported scope malfunction - uncontrolled suction happened yesterday again, as in previous cases the malfunction resulted in several lesions on the stomach wall. More importantly, the main indication for the scope was to assess for extrinsic compression (from pancreas divisum), but that could not be achieved satisfactorily once suction could not be stopped. Actions take: they went through the steps of lubrication then switched to re-usable buttons, but without resolution - therefore terminated the procedure early. They explained the findings to the primary ordering provider and to the mom - the latter as technical limitation from endoscopy. Additional information received on complaint form later on 16-nov-2022: the suction stays constant regardless of the valve being depressed. This has caused multiple hematomas before recognition of the issue. This event occurred at the time to during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b1: adverse event or product problem e3: occupation g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D9: device available for evaluation? (Do not send to FDA) e1: 1. Name and address h4: device manufacture date. Evaluation summary: based on the evaluation of the returned endoscopes, the service team was unable to duplicate the users complaint. In this case, based on the reporter narrative, it was speculated that the suction valve made by a third party had failed, and constant suction was derived regardless of whether the valve was operated or not. (The function of blocking the negative pressure from the suction device in the standby state is assumed by the suction valve, and it is thought that the sealing rubber for that blocking was damaged). Pentax medical did not receive a copy of the investigation from the OEM manufacturers for the valves, so the cause of the failure of the OEM suction valves(buttons) could not be established. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.